Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) was explanted approximately four months ago due to the elective replacement indicator (eri)/normal battery depletion. The device was implanted for approximately 33 months and there were no known allegations against the device at the time of the explant. The device was replaced with a guidant cardiac resynchronization therapy defibrillator (crt-d) which is currently under advisory. The patient is requesting the return of the ICD, which was returned to guidant. Guidant received additional information that the physician felt that the device depleted prematurely.